Event description:
The reporter states, that she felt hyperglycemic and attempted to test on the accu-chek aviva meter but received an "---" message. She went to physician and her blood glucose measured 499 mg/dl on the professional meter. She was treated with insulin. New system sent and return requested.